Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a post-op visit after a tka, the patient was diagnosed with an infection at the implant site. The patient went in for a revision, the poly trial was explanted and a new one was placed.